Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the sample noted receipt of two sutures and zero needles. A tactile and microscopic examination of the sutures revealed no signs of material or assembly process damage. From the opened sample, it was observed, under magnification, that the suture appeared to have split under tension. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during CABG procedure sutures were breaking and one of the needles broke in half. No patient injury.